Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter display was difficult to see when outdoors. The customer care advocate (cca) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began on an unknown date ¿last month.¿ the patient reportedly manages her diabetes with insulin (unknown type) through pump therapy and denied making any changes to her medication. She claimed that when outside; she was not able to see her blood glucose results on the meter¿s display despite having changes the contrast settings. The patient claims that this caused her to develop symptoms of ¿polyuria, headache, thirst and nausea¿ which occurred on (B)(6) 2014. The patient self-treated her symptoms by administering 2.5 units of humalog insulin. The patient did not have a back up meter. At the time of troubleshooting, the cca noted that the subject device was not brand new. Replacement products were sent to the patient and subject products were requested back for investigation. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned on (B)(6) 2014 and evaluated by lifescan product analysis on (B)(6) 2014 with the following findings: the meter involved with this complaint failed testing. The meter¿s lcd was found to be defective. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.